Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported clip jumping could not be confirmed; however, clip actuation (mechanical jam) and harness jam were identified. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the identified clip actuation issue appears to be related to the observed jammed harness; however, a definitive cause for the observed jammed harness could not be determined. Furthermore, it is likely that patient anatomy/procedural conditions contributed to additional forces on the clip components such that actuation issues occurred, as clip actuation issues only occurred in the water bath and not on bench testing. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during grasping, the clip arms jumped to the inverted position which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets. During grasping, prior to capturing the leaflets with the grippers, the clip arms jumped to the inverted position. The clip was closed back to grasping arm angle and troubleshooting was performed. The clip arms jumped to the inverted position again while trying to grasp leaflets. The cds was removed and replaced. A new cds was used without issue. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.